Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had low blood glucose at 40 mg/dl. Customer ate an orange then started throwing up. Customer was hospitalized for high blood glucose. Customer's blood glucose was 590 mg/dl. Customer had a seizure and took the device off. Customer declined troubleshooting. Customer will not be returning the device for analysis.